Event description:
The suspect device was returned because it was due for preventive svc. There was no complaint against the device. During servicing, it was noted that the alarms were not audible. No death or injury resulted from the malfunction.